Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the device confirmed the failure mode as reported root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doctor performed a right reverse total shoulder replacement. After implanting the metaglene, doctor drilled for the top and bottom locking screws. Once he had put them in, he locked the screws and as he was locking the first screw he heard a click. He then proceeded to lock the second screw when he noticed that the tip of the screwdriver looked different. Upon closer inspection, he noticed that the two of the four prongs/tips of the screwdriver that connected to the screw had come off. He proceeded to perform the operation and put all the implants in. He then checked around the implant and the operative site and found no metal bits. X-ray was called in to check for metal bits around the implants. After a couple of shots, it was confirmed that there were no metal bits and dr. Howard proceeded to close the operative site. Action was taken/ required to manage the problem during the procedure: x-ray to check that none of the broken bits were retained. 30 minute delay to the procedure. No ae to patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.